Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the down, middle and left buttons were unresponsive. Customer¿s blood glucose was 304 mg/dl at the time of incident. Customer stated using the up arrow allows them to navigate screens. Customer stated using the down arrow allows them to navigate screens. Customer stated an alarm was in progress at the time the button was unresponsive. Customer stated the button was not unresponsive during an easy bolus attempt. Customer stated the pump was neither dropped nor exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to problem isolated to the keypad assembly.